Event description:
Healthcare professional reported, a right side rupture. Confirmed, with MRI. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side rupture confirmed with MRI. The device has been explanted.

Event description:
Healthcare professional reported a right side rupture confirmed with MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.